Event description:
It was reported that during a robotic hysterectomy procedure, the device was leaking when a 5mm grasper was inserted. Another device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? Yes, hissing. If so, did the "noise" prevent insufflation? Yes. Please describe the noise. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Grasper. Was any torque being applied to the trocar or device? Asku. The analysis results found that the device was returned in good condition and in its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.